Event description:
Per the clinic, the patient underwent skin cauterization with silver nitrate (specific date not reported) due to granulation tissue. The patient was also treated with topical antibiotics (specific date and duration not reported) due to inflammation at the abutment site. Additional information has been requested but has not been made available as of the date of this report.